Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in cheeks and chin with 4 syringes of juvéderm voluma® xc and in lips and perioral with one syringe of juvéderm volbella® xc. Five months later, patient developed nodules and granulomas. Biopsy was not provided. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00424 (allergan complaint (B)(4)). This MDR is being submitted for the suspect product, juvéderm voluma® xc.